Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided. The customer stated that the patient was an adult patient.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. There was no patient harm.